Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6)2017. Pump was taken out of shelf mode, then time and date was updated on (B)(6)2017. Cartridge change sequence completed on (B)(6)2017 with a very large "tubing filled" priming size of 52.38 units of insulin. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed on (B)(6)2017. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock. The customer reported a blood glucose (bg) level of 65 mg/dl. Reportedly, the customer considered below 60 mg/dl as low and that 65 mg/dl is normal. The customer stated that they would address bg level. The customer was unable to remove the air when priming the tubing. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.